Manufacturer narrative:
Device is a combination product. Patient identifier - (B)(6). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Taxus liberte clinical study. Same case as: 2134265-2010-05961. It was reported that during a coronary stenting treatment procedure, the patient experienced myocardial infarction. The target lesion being treated was located in the left main coronary artery (lmca) and proximal circumflex (cx). The lesion was 90% stenosed, 4.0mm in diameter and 24mm long. The lesion was treated with predilation and placement of a 4.0x28mm taxus liberte stent. Post dilation was performed. Residual stenosis was 0%. During the index procedure, a 2.5x25mm maverick balloon was inflated and caused a dissection in the proximal vessel. The balloon would not traverse the most distal lesion. Although efforts were made to treat this vessel, the obtuse branch continued to demonstrate severe diffuse proximal dissection and slow flow. It improved with balloon inflations. It was further noted that the patient most likely had a periprocedural myocardial infarction relating to the reduced flow within the obtuse marginal. Following the procedure, the patient continued to have ongoing chest discomfort and st-elevation. The patient's peak troponin was 50.2. The event was successfully resolved without residual effects. The patient was discharged 3 days later on aspirin and prasugrel.